Event description:
The pt was hospitalized for elevated blood glucose levels. The pt reported that there was an insulin leak in the connection between the tubing and the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from this mfg lot and it was found to be operating within required specifications. The pt has continued to use other cartridges from this lot with no subsequent reported adverse events.